Event description:
During operative case, laparoscopic tenaculum broke within patient. No broken pieces found within abdominal cavity. X-ray was negative for pieces. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.